Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The soft cannula was observed to be torn, measuring under specification. Due to the damage, the complete fluid path was unable to be tested. A leak test was performed on the damaged cannula, no leaks or tears were observed. The timing and cause of the soft cannula damage was unable to be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported the patient's blood glucose (bg) level reached 350 mg/dl, while wearing the pod between 5 and 24 hours. The pod reportedly leaked insulin. As treatment, they applied a new pod and administered a bolus of 3 units.